Event description:
It was reported that there was a problem with the colonovideoscope's stiffening mechanism during a colonoscopy that resulted in a surgical prolongation of 30 minutes or greater, with patient under sedation. There were no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. This report has been submitted by the importer under this MDR report number 2429304-2025-00054.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur. Updated field: h4. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
There was no additional information received from the customer.